Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced tape not sticking event on (B)(6) 2026. The infusion set tape did not stick on patient's abdomen due to which product fell off. No further information available.